Event description:
A customer observed biased qc results post calibration for one lot of vitros glu slides on a vitros 350 chemistry system analyzer. Biased results for the magnitude and direction observed may lead to inappropriate physician action. There were no pt results reported and there was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation of instrument responses for the calibrator kit 1 in question showed atypical instrument responses. The user indicated to an ocd technical support rep that the kit had been reconstituted 3 days prior to using it to calibrate glu. The calibrator kit 1 instructions for use state that calibrators must be used within 24 hrs of reconstitution. The user made up a fresh set of calibrator kit 1 (lot 107) and calibrated glu and obtained acceptable qc results. The root cause of this event is user error.